Event description:
Customer reported finding moisture from leak in the insulin pump's reservoir. Customer reported that this leak occurred during a set change. Customer stated that the moisture was visible in the reservoir compartment. Customer also stated that the leak was past the first o-ring. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.